Event description:
Caller reported a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Cts provided information for a complete pump reset and guided the caller through the process, after which the error code was not displayed again, and the caller successfully started their sensor session.